Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 374 mg/dl. Customer was able to take a manual injection. Customer uses the sensor feature on the pump and recently went through a metal detector. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that he was unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was unable to troubleshoot to get out of the rewind sequence due to the motor error. No additional information provided.

Manufacturer narrative:
The insulin pump passed the functional tests. However, bleeding display glass was noted. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)